Manufacturer narrative:
Additional information provided. Model number: 72400024, lot number: 787014016, model description: balloon fgs 61-70 cm. Model number: 72404127, lot number: unknown, model description: control pump fgs iz.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the patient experienced recurring incontinence. There were no issues or malfunctions with the explanted device. The patient's status post-op was good. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Model number: 72400024, lot number: 787014016, model description: balloon fgs 61-70 cm. Model number: 72404127, lot number: unknown, model description: control pump fgs iz.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.